Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 29th 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ping enhanced meter had a power issue ¿ meter would power off during use. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged product issue occurred at an unspecified time on the night of (B)(6) 2016. The patient manages their diabetes with insulin pump therapy and stated that they had drunk additional juice in response to the alleged product issue. The patient did not develop any symptoms or require any form of treatment as a result of the alleged product issue. At the time of troubleshooting, the csr noted that the batteries did not need to be changed per the owner¿s booklet recommendation and it was confirmed that there was no misuse of the subject meter. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.